Event description:
It was reported that a pt had a filter implanted prophylactically prior to proposed back surgery. Prior to the surgery, the pt presented with recurrent chest pain and shortness of breath. Reportedly, a chest x-ray, showed a 2cm caudal migration of the filter and a filter arm was in the pt's lung. According to the physician, the cause of the pt's symptoms were not related to the filter or the detached limb. As the back surgery was cancelled, the filter was successfully removed. There was no attempt to retrieve the detached limb. The detached limb was considered an incidental finding and there was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device has been returned, the evaluation is currently underway.